Manufacturer narrative:
Bleeding is a known potential adverse effect releated to the use of radiofrequency energy on tissue in the nose.

Event description:
Patient presented to the emergency department 48 hours following a rhinaer procedure with bilateral epistaxis. Patient had a bilateral sphenopalatine artery ligation and stayed in the hospital overnight.